Event description:
It was reported that the customer had a no delivery alarm during manual prime. Customer's blood glucose level was 402 mg/dl. Troubleshooting was performed and the insulin did exit the tubing. Customer stated that the pump did not alarm no delivery. Customer was advised that the pump was working as designed. Customer was advised to monitor the pump. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.